Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the lens was noted as too small. Lens was explanted and replaced with a longer length lens. Cause of event was not reported. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.